Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 21, 2021.

Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. The patient was placed under a general anaesthetic on (B)(6) 2021, in order to explant the device and reimplant a new device.